Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump data logs were missing. There was no impact to the customer's blood glucose level. Tandem technical services confirmed the customer received an alert 4. The customer reported would continue to use the pump for insulin therapy until replacement arrived.